Event description:
The manufacturer received information alleging a ventilator alarmed for low circuit leak. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed for low circuit leak. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. The device was evaluated by the manufacturer's product investigation laboratory (pil) and could not confirmed any low circuit leak alarm. However, pil verified failed posttest results for positive flow, zero flow, negative flow, and control pressure at trilogy multifunction test station. Pil tech confirmed via bench testing that mt5 sensor on suspect sensor board is faulty. Tech verified that mt3 (control pressure) sensor drifted out of spec due to a suspected contamination issue. Pil has determined that the mt5 sensor is faulty.